Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 09-aug-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 1 was failed to open due to broken u-link. A field service engineer powered down the system, removed drawer 1, replaced the u-link, reassembled the unit, and rebooted the system. Verified proper functionality through the hardware test application (hta), and the customer completed validation through recovery testing. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the drawer failed to open due to its u link broken, which located on fh 3wt2. The customer stated that this malfunction occurred while dispensing the medication, and they were unable to get the medication, which resulted in a delay in patient care. There were no adverse events or injuries reported based on this event.